Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula and a high blood glucose level of 410 mg/dl. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin.  The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.